Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. No motor error alarm or no excessive no delivery alarm during testing and the motor was tested outside of the device and passed. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported receiving a no delivery alarm and a motor error alarm on the insulin pump. Customer also mentioned experiencing high blood glucose readings of 426 mg/dl. It was noted that the motor error alarm on the insulin pump occurred during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 287 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.